Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy and inappropriate hv therapies due to oversensing. Lead dislodgement was confirmed on x-ray. Lead was explanted and replaced. Patient was fine and there were no complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.